Event description:
It was reported to boston scientific corporation in 2008, that a prolieve thermodilatation system was used during a benign prostatic hyperplasia (bph) procedure performed two days prior. According to the complainant, it was noted the prolieve system's rtm received "high temperature" errors four to five times. Despite this issue, the physician was able to successfully complete the procedure with this prolieve thermodilatation system. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has not been received for evaluation, therefore a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental medwatch will be filed.